Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. This phenomenon was due to a defective converter unit. Footswitch connector cable had a cut. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the main lamp of the device did not light and shifted to a spare lamp. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.